Event description:
It was reported by the affiliate that the (1) tlc55 was used during a low anterior resection procedure. It was reported that the instrument was locked out. The case was completed wiht a new instrument. There was no consequence to the pt. The device was discarded.